Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and non-malignant pain. It was reported the patient had two spinal cord stimulators implanted for pain. The devices were interfering with quell devices. The pain was spreading further that the stimulation leads reach and the patient has been reprogrammed to the limit of the unit¿s spectrum. The patient was elderly and did not wish to get a third spinal stimulator. The patient inquired if the devices would interfere with the quell device. It was mentioned that the patient hadproblems with the devices at security points in airports, courthouses, secured buildings, and even small magnets. No further complications were reported.